Event description:
It was reported by service report that the stretcher was not zooming properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: potential improper charging by customer.